Event description:
The contact stated that the third time the customer used the lancet, he got two pieces of metal stuck in his finger. The contact and customer each pulled a piece out. The customer did not allege any adverse events due to the incident. The box of lancets that the customer was using was a sample box. Only one lancet was left and will not be returned for evaluation. Replacement lancet will be sent.